Event description:
Caller reported a cartridge alarm issue with the pump, identified as cartridge alarm 20. There was no adverse impact to the caller's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, and advised the caller that the new pump would have updated software. Instructions on using the pump and returning the faulty one were provided and understood. Additionally, a signature was required for delivery, and the caller planned to use manual injections as a backup therapy while waiting for the replacement.